Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair outside the package was confirmed but the exact timing and location of its introduction was unknown. The item returned for evaluation was the lot/unit implant sticker which is attached to the wax paper backing of the outer unit label. A hair-like object was seen between the product identifier sticker and the wax paper backing. A review of manufacture and inspection records for the implicated lot number found no similar issues or potential contributing factors. Since the hair-like object was found outside the sealed kit package, it is possible that it was introduced at any point through the product cycle. The event could have occurred at manufacture, shipping, storage, or during product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the physician found a hair inside the package box, but outside the sterile package.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported that the physician found a hair inside the package box, but outside the sterile package.